Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital due to low blood glucose (bg) level of 40 mg/dl. Cause was unknown. Customer was treated with intravenous fluids. Customer was released from the hospital on the same day with the issue resolved. Tandem technical support went through the history of pump with customer and noticed in the load history that the fill tubing step had been done twice. Customer acknowledged that this low bg event may have been due to user error, however this was not confirmed.